Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. No serious injury/no adverse patient effects were reported. Subsequently the device was explanted at this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. No serious injury/no adverse patient effects were reported.